Manufacturer narrative:
Corrected data: in review, it was noted that the patient's race and ethnicity was inadvertently not entered in the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino. Section a5: race: asian. Additional information: additional information received indicated that the serial number of the device was 3662562102; therefore, the following fields were updated accordingly: section d4: serial number: (B)(6). Section d4: model number: dcb00v. Section d4: catalog number: dcb00v0255 . Section d4: expiration date: feb 9, 2024. Section d4: UDI number: (B)(4). Section h4: device manufacture date: feb 9, 2021. Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: feb 1, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a plastic bag stuck to medical gauze. The complaint simplicity was also received along with the patient stickers and the patient implant identification card. Visual inspection under magnification revealed a detached haptic that had been overridden by the plunger rod and remained stuck in the cartridge of the handpiece. Visual inspection, of the rest of the lens that was returned on medical gauze, revealed viscoelastic residue on the optic body and remaining haptic and that the lens was received cut into pieces, which is consistent with a lens handled during removal and replacement. Fibers were observed on the lens which can be attributed to receiving the lens stuck to medical gauze and is not related to manufacturing. Based on the return condition of the lens no further evaluation could be performed. No assembly issues were observed with the handpiece before and after disassembling the handpiece for inspection. The plunger rod was observed fully advanced. Trace amounts of viscoelastic residue was observed in the cartridge which suggests an inadequate amount of ovd (ophthalmic viscosurgical device) /bss (balance salt solution) was used during loading and insertion which may contribute to deployment issues (including the override, haptic detached, and stuck in cartridge defects observed in this evaluation). Haptic detached issue ("trailing haptic was torn" per the initial report) was confirmed, but cannot be confirmed to be related to manufacturing (refer to previous statement regarding inadequate ovd/bss usage during loading/insertion) and therefore no product deficiency could be identified. Difficult to use issue could not be confirmed and no product deficiency could be identified. The "resistance" the customer experienced may also be the result of using an inadequate amount of ovd/bss during loading and insertion implied by the trace amount of residue in the returned cartridge. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: information unknown/not provided. Serial number: information unknown/not provided. Model number: a complete model number is unknown as the serial number was not provided. Catalog number: a complete catalog number is unknown as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter phone number: (B)(6). Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during an operation the surgeon felt resistance when he pushed the plunger after filling the balanced salt solution (bss). The surgeon pressed the plunger to the end to inject the intraocular lens (iol) into the eye and the trailing haptic of the lens torn. The lens was taken out of the eye and the procedure was completed by inserting another iol. There was no patient injury reported. No further information was provided.